Manufacturer narrative:
Exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Explant date: a month ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16490276.

Event description:
It was reported that the patient experienced leg cramping. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.